Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. Reference exemption #: (B)(4).

Event description:
Please refer (B)(4).